Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the fine tuning of the vitek ms system was in the acceptance criteria during testing performed in september (sample ID : (B)(6)) the fine tuning of the system was not in the acceptance criteria during testing performed in october (sample ID : (B)(6)). Note, since this issue, the customer's system has been fine tuned. Sample preparation seems to be good during customer testing. From the information received from the customer, the most probable identification is streptococcus dysagalactiae. After reprocessing the customer's data with knowledge base (kb) v3.0, streptococcus pyogenes is not obtained. However, a low discrimination to str.dys.dysgalactiae - str.dys.equisimilis is obtained for isolate 2 (one spot out of 2). The suspected root cause of the issue: weakness of the vitek® ms kb v2.0 clinical regarding streptococcus (because no misidentification was obtained after reprocessing of the customer's data with the vitek® ms kb v3.0). According to internal records, a new fine tuning was completed on the customer's system on 21dec2017. Based on internal data, there is no information mentioning that the system has been updated to vitek® ms v3 kb v3.0.

Event description:
A customer in the united states notified biomerieux of discrepant results associated with vitek® ms instrument. The customer reported having two (2) bacterial isolates that were identified as streptococcus pyogenes by the vitek® ms, but by conventional methodologies they were identified as streptococcus dysgalactiae (lancefield groups: c & g), and identified by the vitek® gp card as strep dysgalactiae. One of the isolates was identified with vitek® ms as group g 96%, and the other was group c -49% strep ag/s. Dysgal. The isolate did not look like a strep pyogenes by the technician, so the correct result was reported to the physician as a s. Dysgalactiae. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.